Manufacturer narrative:
Zoll medical canada evaluate the device and the device performed to specification. The device was put through extensive testing including bench handling, pacer stressing, and all functional testing the with returned/test accessories without duplicating the report. The device was recertified and returned to the customer. Review of the log observed the device was turned on with CPR stat-padz or CPR-d-padz. 45 seconds into the case, the device kept toggling between pads on and pads off, while user is preforming CPR for 14 minutes. Pads on and pads off message indicates poor coupling between the electrodes and the patient occurred. Due to poor coupling the device is not reading asystole rhythm. The logs also indicate the poor coupling was caused while user was performing CPR. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.